Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During the evaluation the unit falsely alarmed for an upstream occlusion. The unit passed additional testing for upstream occlusion detection. Unit was reworked and tested to ensure accurate occlusion detection.

Event description:
It was found during a baxter evaluation that a pump alarmed for an upstream occlusion when none was present. There was no patient injury.